Manufacturer narrative:
Upon inspection, baxter technician ran a function test on nurse call alarm the baxter technician thoroughly inspected the alarm and was unable to duplicate the reported issue. The alarm functioned as designed. However, if the reported event of code blue not alerting were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
Baxter received a report from a baxter technician stating there was a code blue call pulled but it didn't get to the operator at the main hospital station. . There was no patient/user injury reported.